Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6 medical device problem code: appropriate term / code not available (a27) used to capture incident identified which might, directly or indirectly, lead to a temporary or permanent serious deterioration of a patient¿s, user¿s, or other.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision for tibial and femoral loosening, knee pain and stiffness of the knee. Loosening at the cement/bone interface with cement not from depuy. Doi: 2008, dor: (B)(6) 2021. Left knee.